Event description:
The customer reported that the safety needles are flimsy. In one incident, while administering a 3rd dose moderna vaccine to patient, who was one of their staff members, the needle detached from the syringe upon attempting to remove the needle from the patient's arm leaving the needle stuck in the patient's arm. No information was received regarding any serious injury as a result of this product malfunction.